Event description:
On (B)(6) 2014, an email was received from the customer alleging a discrepant high inratio inr result in comparison to the laboratory inr result. The laboratory inr result, at 08:50, was 2.7 and the inratio inr result, at 09:10, was 3.9. The patient's therapeutic range was reported to be 3.0 - 3.5. There was no reported medication adjustments or additional information, at that time, except historical inr results on (B)(6) 2014 of inratio inr 2.8 and laboratory inr 2.2. On (B)(6) 2015, the customer sent an additional email stating that on (B)(6) 2015, he was hospitalized for emergency surgery due to a spontaneous spinal cord bleed. Additionally, he reported that he was "partially paralysed at the moment but with small changes noticeable". Follow up with the customer on (B)(6) 2015 obtained the following information: on (B)(6) 2015, the laboratory inr was 3.1, which was in the patient's therapeutic range. Post operative day one (1), the laboratory inr was 1.3. The type of surgery was not reported. On (B)(6) 2015, the laboratory inr was 2.2 following alternating dosages (anticoagulants) of 8mg and 8.5mg. The customer reported that he did not have a discharge date yet but he was recovering "apparently faster than initially anticipated". There was no additional information provided. [Although the patient experienced a bleed on (B)(6) 2015, the bleed was most likely due to side effects related to anticoagulation therapy and not the inratio result. The laboratory results were available throughout, from (B)(6) 2014, (B)(6) 2014 and (B)(6) 2015, the day of the bleed, and were all under or within the patient's therapeutic range. At no time was there an independent inratio result reported without the confirmatory laboratory result for the physician to act accordingly. Any medication adjustments would have been made based on the laboratory result.]

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and there were no issues related to this complaint. The root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action required at this time.